Event description:
After treatment with juvederm (concentration/volume unknown) to the tear troughs and lips, the patient noted severe bruising and lack of correction in the lips, and severe swelling, lumps and bumps in the tear trough area. Upon patient follow up with the doctor, "avrotex" was prescribed. The patient stated this is an anti-inflammatory medication. (The patient did not know the correct spelling of the medication.) The patient additionally reported having pain (unspecified) which resolved, and stated the lumps and bumps are still visible. Allergan has requested additional information and confirmation from the treating physician, but has not received a response to date. Allergan's approach to compliance is to resolve all doubt in favor of reporting.